Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the lead was fractured by rotation during the implant procedure. The lead had low impedance and loss of sensitivity. Lead was not used and was replaced. Patient was stable.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
New information received notes that the physician allege malfunction of the lead. Physician was unable to get satisfactory measurements after several attempts to map the desired area (right atrium). The measurements were not satisfactory with psa testing also.